Manufacturer narrative:
(B)(4). This customer reported a "no shock delivered" message with philips defib pads in use on a mannequin. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported a "no shock delivered" message with philips defib pads in use on a mannequin. There was no pt involvement.